Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume food for the intended amount of bolus delivery. The customer's blood glucose (bg) level was in the 40's mg/dl. Reportedly, the customer's wife provided assistance and the customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.